Event description:
It was reported by facility that a nurse at the facility slipped on hydraulic fluid and fell. The statement of medical findings/diagnosis from the facility indicates nurse sustained contusion to the buttocks.